Event description:
It was reported the patient underwent a two stage revision arthroplasty of the left shoulder prosthesis approximately sixteen (16) months post revision arthroplasty due to infection, which caused the loosening of the implant and led bone loss of the glenoid. Due to this, the implant fractured. The physician feels that the infection started after the initial surgery and that it has remained until this two stage revision when the infection was treated.

Manufacturer narrative:
(B)(4). The event was initially reported on 001825034-2022-01511; however, needed to be corrected and will now be reported on this MFR multiple MDR reports were filed for this event, please see associated reports: 0001825034-2022-01510-1, 0001825034-2022-01512-1, 0001825034-2022-01515-1. Concomitant medical products: item#: 180553, comp lk scr 3.5hex 4.75x30 st; lot#: 044810. Item#: 180552, comp lk scr 3.5hex 4.75x25 st; lot#: 453060. Item#: 180550, comp lk scr 3.5hex 4.75x15 st; lot#: 296340. Item#: 12-113560, compr 10mm hum fract stem pps; lot#: 438080. Item#: 010000589, comp rvrs 25mm bsplt ha+adptr; lot#: 010240. Item#: 115310, comp rvrs shldr glnsp std 36mm; lot#: 140920. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.